Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedure of lysis of adhesions during mesh implantation. It was reported that following insertion patient experienced circulatory issues in her hands, abdominal pressure and edema, 2 abnormal pap smears, gross hematuria, cystitis and dysuria. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional information: additional narrative: it was reported that the patient underwent a gynecological surgical procedure and mesh was implanted concurrently with cystoscopy. It was reported that the patient underwent mesh revision on (B)(6) 2014 by (B)(6) at (B)(6).